Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radio-frequency trace. Investigation found flame and/or sparks from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio-frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns.

Manufacturer narrative:
The physician confirmed that prior to the treatment the tip was examined and nothing was noted on the surface. The tip was returned and evaluated. The evaluation revealed that the tip passed flow, thermistor testing. It failed leaking and visual testing due to the observation of a dielectric breakdown on the tip. No functional testing was able to be completed as the dielectric breakdown was present. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported to a distributor that during a laser facial treatment a spark occurred from the treatment tip. No adverse event occurred.